Event description:
It was reported that after a laparoscopic gastric band procedure, the device was removed due to unsatisfactory result. After removing the device, the velocity port was removed. When removing the port, it was clear that the catheter guard/tube which is preventing the catheter from kinking was missing. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.